Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they were trying to cut off the left hepatic vein in a laparoscopic hepatic left lateral lobectomy, the device was unable to fire. They were able to press the green button and unable to squeeze the handle. They used a new device to complete the case. There was no patient injury.